Event description:
In (B)(6) 2017 four canon radpro soltus 100 mobile x-ray machines were delivered to the children's hospital of (B)(6). During acceptance physics testing of the radpro soltus 100 it was observed that on all four systems, the x-ray field was misaligned from the visual light field by more than allowable by FDA regulations (title 21, chapter 10290.31 (d)(2)) for the small focal spot of the x-ray tube. The large focal spot was in compliance with the regulation. After a number of attempts and several months of trying to bring the machines into compliance, the manufacturer was unable to adjust the machines so that both the large and small focal spots would be in correct alignment as required by the FDA. Since these systems default to the large focal spot when they are turned on, it is likely that this non-compliance item may not be discovered during routine testing, and the operator will not be aware that the x-ray field is misaligned when they have selected the small focal spot for imaging a patient. It is very unusual that the light field alignment is not consistent between the small and large focal spots, and this may point to an incompatibility between the collimator and x-ray tube being used on these machines. It is not common for both focal spots to be tested for x-ray field alignment during acceptance testing, so it is possible that there are many of these machines showing the same non-compliance issue being used for patient care throughout the nation.